Manufacturer narrative:
The device and lead will not be returned for analysis. As the lead was destroyed during removal and the device was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this device and right ventricular (rv) lead exhibited low pacing impedances less than 200 ohms. In addition high thresholds, low shock impedances less than 20 ohms and a loss of capture (loc) occurred. The device memory revealed that an inappropriate shock had been delivered to the patient and noise was present; which resulted in the patient not feeling the shock. A day later, a revision procedure was performed. During the revision, the physician stated that this right ventricular (rv) lead had high removal difficulty with a competitor sheath as the proximal and distal portion of the lead had tissue ingrowth. It was noted that parts of the lead were able to be extracted with force by the physician; however, a portion of the lead remains in the body near the subclavian bone. The lead was destroyed during removal as the device was successfully removed and discarded therefore; both will not be returned to boston scientific for analysis . No adverse patient effects were reported.